Event description:
Unomedical reference number (B)(4). Event occurred in spain, it was reported that the patient visited the emergency room on (B)(6) 2024. On (B)(6) 2024, the patient's blood glucose level was above 400 mg/dl, and on (B)(6) 2024, it was 480 mg/dl, with the presence of moderate ketones. Therefore, the patient was treated with insulin boluses via pump and intravenous fluids (0.9% saline solution), as well as detemir. The duration of the emergency room stay was 6 hours on (B)(6) 2024 and 4 hours on (B)(6) 2024. No further information available.